Event description:
Brush head just snapped off...from the larger piece, the brush head came right out...broken brush head - oral-b [device breakage] case narrative: consumer via chatbot stated that the oral-b crossaction toothbrush head snapped off from the larger oral-b toothbrush piece while they were brushing their teeth. The oral-b toothbrush head came right out. No injury was reported. 21-feb-2024 case update from information initially received on 23-jan-2024: the device was discarded. No injury was reported.

Manufacturer narrative:
21-feb-2024 amendment based on information initially received on 23-jan-2024: complained product will not be not available.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head just snapped off from the larger piece, the brush head came right out broken brush head oral-b. [Device breakage]. Case narrative: consumer via chatbot stated that the oral-b crossaction toothbrush head snapped off from the larger oral-b toothbrush piece while they were brushing their teeth. The oral-b toothbrush head came right out. No injury was reported.